Event description:
The patient had a CABG eight days after the index procedure due to continued complaints of chest pain.

Manufacturer narrative:
As reported by the study, this patient presented to cath with unstable angina (ib). Percutaneous coronary intervention was performed on a lesion in the ostium to proximal left main of 8mm in length in a 3.0mm vessel diameter. The concentric lesion was classified as having a smooth contour, little to no calcification and angulation between 45 and 90 degrees. The first cypher was deployed in this lesion at 20 atm in the ostium and the second, at 22 atm in the proximal left main. Post-dilation was conducted. Timi iii flows were recorded ore and post-procedure. Ivus showed sub-optional results. The ck remained slightly elevated and the patient continued to have chest pain. The patient was then scheduled for a CABG eight days after the procedure. This product is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.please note that this unk product is not distributed in the united states. However, it is similar to the united states distributed product.